Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that a foreign material was found in the eye after implantation. The foreign material was described as a white solid particle and was visible after the lens had been implanted. The foreign particle was removed during the irrigation/aspiration (I/a) phase. The pcb00 delivery system was discarded. There was no patient injury reported and no surgical intervention was required. The patient was reported as normal at the time of discharged. No additional information provided.

Manufacturer narrative:
Upon review of the initial MDR (2648035-2018-00673), it was found that the implant and explant date fields had been incorrectly completed. Correct information: if implanted; give date: (B)(6) 2018. If explanted; give date: not applicable as the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.